Event description:
It was reported to boston scientific corporation that an uphold lite implant was implanted into the patient during a dilation and curettage, sacrospinous approach, uphold uterine suspension, anterior repair and cystoscopy procedure performed on (b(6) 2012 for the treatment of uterine prolapse. According to reports, the patient experienced postoperative complications such as back pain, pelvic pain, groin pain, incontinence, damage, and psychiatric injury. Furthermore, the patient has received additional surgery and non-surgical treatment to address the concerns.

Manufacturer narrative:
Block h2: additional information block a1 patient identifier updated block b5 narrative updated block d4 model number, lot number and expiration date updated block d6a implant date updated block g1 manufacturing site updated block h4 manufacturing date updated block h6 impact code correction: block b3 date of event has been corrected block a1: meshc-20211103-d94b3902 block b3 date of event: date of event was approximated to may 23, 2012, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr (B)(6) (B)(6) health australia block h6: patient code e2330, e2401, e0206 capture the reportable events of pain, unspecified injury and unspecified mental, emotional or behavioral problem. Impact code f12, f1901 capture the reportable events of patient had filed a legal claim for the injuries related to the device and further surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2012, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e0206 - unspecified injury. E0206 - unspecified mental, emotional or behavioral problem. E2330 - pain. The following imdrf impact code capture the reportable event of: f1905 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an uphold lite implant was implanted into the patient during a dilation and curettage, sacrospinous approach, uphold uterine suspension, anterior repair and cystoscopy procedure performed on (B)(6) 2012, for the treatment of uterine prolapse. According to reports, the patient experienced postoperative complications such as back pain, pelvic pain, groin pain, incontinence, damage, and psychiatric injury. Furthermore, the patient has received non-surgical treatment to address the concerns.

Event description:
It was reported to boston scientific corporation that an uphold lite implant was implanted into the patient during a dilation and curettage, sacrospinous approach, uphold uterine suspension, anterior repair and cystoscopy procedure performed on (B)(6) 2012, for the treatment of uterine prolapse. According to reports, the patient experienced postoperative complications such as back pain, pelvic pain, groin pain, incontinence, damage, and psychiatric injury. Furthermore, the patient has received non-surgical treatment to address the concerns.

Manufacturer narrative:
Block h6 impact code f1901 additional surgery has been removed. Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2012, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e2330, e2401, e0206 capture the reportable events of pain, unspecified injury and unspecified mental, emotional or behavioral problem. Impact code f12, f1901 capture the reportable events of patient had filed a legal claim for the injuries related to the device and further surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite implant was implanted into the patient on an unspecified date. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; incont not pres; rec incont; damage; psych;